Event description:
The customer contacted beckman coulter inc. (Bec) reporting that the unicel dxh 800 coulter cellular analysis system did not provide a platelet clump flag for the initial run for a patient known to have platelet clumps and erroneous platelets results were generated. No erroneous results were reported out of the lab. A manual platelet estimate was not performed. No platelet results were able to be reported due to clumping. There were no adverse events or changes to the patients care or treatment.

Manufacturer narrative:
Additional information: complete raw data files were provided by the customer. Per the analysis, in the complete blood count (cbc) mode, the platelet clump flag was based on the white blood cell (wbc) and platelet histograms. The first channel of the wbc histogram shows some interference but not significant enough to cause the flag to be set. Per product labeling: beckman coulter does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.

Manufacturer narrative:
The actual device was not evaluated. The customer forwarded data from the system for this event. The data was reviewed; however, no conclusion can be drawn from the information provided. Per labeling: giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, and red cell fragments are listed as interfering substances for platelet parameter.